Manufacturer narrative:
The event date is approximate. The complaint was received from a consumer in japan. Product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that their airfloss nozzle tip broke during use. No injury was alleged. The size of broken parts are considered a small part break. Therefore, it is reasonably possible that small parts break during use could pose a choking hazard to the consumer. This case is being conservatively reported.